Manufacturer narrative:
The technician replaced the power cord assembly to resolve the issue.

Event description:
The technician alleged that the electrical safety analyzer shows and open ground reading on the bed. No pt impact.